Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was taken to the hospital via ambulance on (B)(6) 2017 due to hypoglycemia. Customer had low blood glucose of 54 mg/dl. It was reported that customer was disoriented and was falling prior to hospitalization. It was reported that customer was suffering from emotional stress and may not have eaten. The customer was treated with insulin. The customer was wearing the insulin pump during the hospitalization. Customer was still hospitalized at the time of call. Healthcare professional was given instructions with finding basal rates and bolus wizard settings.